Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8199519. Medical device expiration date: 2020-01-31. Device manufacture date: 2018-07-18. Medical device lot #: 8246918. Medical device expiration date: 2020-02-29. Device manufacture date: 2018-09-03." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel globules were present with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: complaint received regarding gel globules presence in sst ii. Two (2) different lots from the same location (causality department) were documented and shared with us. Separation technician and senior stated that there were more samples with the same issue as well. We visited the account & checked the tubes storing temperature in causality which was ok. Centrifuges are within recommended speed & time as well, an analyzer in use is roche cobas.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that gel globules were present with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: complaint received regarding gel globules presence in sst ii. Two (2) different lots from the same location (causality department) were documented and shared with us. Separation technician and senior stated that there were more samples with the same issue as well. We visited the account & checked the tubes storing temperature in causality which was ok. Centrifuges are within recommended speed & time as well, an analyzer in use is roche cobas.